Event description:
Reportedly, on (B)(6) 2013, the pt was not feeling well; the pacemaker was checked in urgency. It was confirmed that the mode had switched from dddr to vvi and battery impedance was 10.0 kohm. At the previous follow-up dated 09 september 2013, battery impedance was 4.8 ohm and time to elective replacement indicator was 10 months (a new follow-up was scheduled in (B)(6) 2014). The device was explanted and returned for analysis. Another pacemaker was implanted. Preliminary analysis was provided.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.